Event description:
There was a patient undergoing right partial nephrectomy which ended up having total nephrectomy because of positive margins results on the frozen section. When the surgeon asked for the 35mm vascular stapler , the jaws of the stapler failed to open after being closed after the stapler reload was in place. The company rep was present by chance and she advised getting another stapler and reload which we did. The malfunctioning stapler and reload were never used. We used a new stapler and reload on the patient. The procedure was done without any harm reaching the patient. FDA safety report ID# (B)(4).